Event description:
Procedure: unk. According to the reporter: the customer reports that a man aged (B)(6) was operated for infection ((B)(6)). The pt had been suffering from a chronic purulent discharge for months. The device was removed on (B)(6) (the parietex had been applied on (B)(6) 2012). Two days later, on (B)(6), the pt died of sceptic shock. The device was unfortunately thrown away.

Manufacturer narrative:
(B)(4).